Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument coagulated poorly and unevenly and a wire was broken at the tip. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter doesn't know the color of the broken cable, and there were no signs of thermal damage.

Event description:
Refer to h11 for follow-up information.